Event description:
Per the independent repair center, the customer alleged problem is unit is alarming and unit alarms not functional. The key failure is the operator valve is stuck. Additional malfunction is power switch, no alarm.

Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.